Event description:
The intrathecal drug delivery catheter was removed due to a hole. The catheter was implanted in 2008, and was explanted two weeks later. The drug used in the pump was lioresal (no dose or concentration reported). No pt symptoms were reported. The pt recovered without sequela.

Manufacturer narrative:
.